Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that early sensor expiration occurred. The patient stated that she was in bed on the night of (B)(6) 2019 and her dexcom started buzzing; when she tapped it, it gave her a message to replace the sensor. She stated she was on the ninth day of the sensor session when the message occurred. At that time, she was dizzy and not feeling right and was not getting readings on the dexcom but she decided not to change the sensor. She started to really feel sick and had her daughter take her to the emergency room. Upon arrival at 12:24am on (B)(6) 2019, they checked her bg and it was 534 mg/dl. Her blood pressure was 221/90+. A complete blood panel was taken, and she told the hospital staff that she needed insulin; however, they waited for the blood panel results before administering 14 units of humalog via intravenous (IV) therapy. She stated while she was waiting prior to insulin treatment, her blood glucose (bg) increased to 603 mg/dl. She was also given an unspecified medication for nausea. At the time of contact, the patient was feeling well, and her glucose levels were in control. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.